Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that powerloc port access needle is leaking from the tubing. Additional information received 4/3/24: it was reported by the customer "the powerloc needle was primed with saline and no issue was noted. The patient's port was accessed with this needle and it was noted that for about every 3-4 mls of saline that was flushed through, 1 drop would form on the top of needle and drip out where it wasn't supposed to. The needle was removed from the patient and a new port needle was used to access the patient without issue. This could have been an adverse event since the patient received chemotherapy that day, though the needle with the defect was removed after only being accessed into the patient for a few seconds." No other information was provided.

Event description:
It was reported by the customer that powerloc port access needle is leaking from the tubing. Additional information received 4/3/2024: it was reported by the customer "the powerloc needle was primed with saline and no issue was noted. The patient's port was accessed with this needle and it was noted that for about every 3-4 mls of saline that was flushed through, 1 drop would form on the top of needle and drip out where it wasn't supposed to. The needle was removed from the patient and a new port needle was used to access the patient without issue. This could have been an adverse event since the patient received chemotherapy that day, though the needle with the defect was removed after only being accessed into the patient for a few seconds." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20g powerloc infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component. The returned product sample was evaluated and a leak was observed at the distal end of the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the needle and the needle housing, and the characteristics observed which supported this type of failure included: ¿ the needle swiveled easily within the needle housing which indicated a firm bond did not exist ¿ voids or gaps in adhesive coverage were observed on the needle shaft. This is a supplied component and the supplier has been notified of this event.